Event description:
During the implantation of a 26mm sapien 3 ultra valve in the aortic position, the nucleus balloon ruptured during bav. The valve was crimped for 50-60 minutes due to ruptured balloon removal. A new 26mm sapien 3 ultra valve and delivery system was prepped, and the valve was successfully deployed. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)